Event description:
It was reported that the patient presented in the hospital for a routine follow up. Upon interrogation, low sensing and and phrenic nerve stimulation were observed. Lead perforation of the heart was noted under fluoroscopy. During lead revision, md decided to cap and replace the lead. No adverse consequences were reported after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.